Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Corrections: (d4) lot number corrected from 0024580410 to 0024270778. (D4) expiration date corrected from 10/10/2022 to 08/14/2022. (H4) device manufacture date corrected from 10/11/2019 to 08/15/2019. Device evaluated by MFR.: returned product consisted of an nc quantum balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2mm x 3.50mm nc quantum apex balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.